Event description:
It was reported that the patient underwent pump exchange to a new hm ii on (B)(6) 2019 due to short to shield. New serial number is (B)(4). No additional information was provided.

Manufacturer narrative:
Additional information. Incidental findings: transient power elevations were noted in the log file. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stop event that was captured in the submitted log file. (B)(6) was returned assembled with the driveline cut approximately 12 inches from the pump housing and approximately 25.5¿ of the distal portion of the dl was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned detached from the pump. The sealed outflow graft and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. However, examination of the dl (25.5"") revealed a breach to the insulation of the red wire found approximately 24¿ and 24.5¿ from the controller connector. The observed wire damage appeared to be the result of wear and tear due to repetitive flexing. The red wire redundantly supports motor phase 3. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the red wire contacted the braided shield while operating on a tethered power source (such as the mpu), the resulting electrical short to ground could have caused the reported low speed and pump stop events. The heartmate ii lvas IFU contains information regarding pump speed, power, flow, and pi. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Short to shield issue and percutaneous lead repair performed on (B)(6) 2019 was reported under MFR# 2916596-2019-02767. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen urgently in clinic for low speed advisory alarms noted on the mobile power unit. It was known that the device experienced short to shield on (B)(6) 2019. A kidneys, ureters, and urinary bladder (kub) x-ray was performed. Review of the x-rays provided one area of concern due to thinned/stretched shield. Manufacturer's technical services reviewed the log file and confirmed low speed and pump stop events on (B)(6) 2019. The patient was instructed to use an ungrounded cable with power module for support at night. It was presumed there was an internal driveline damage. The patient was asymptomatic and received an ungrounded cable. The patient has not observed further alarms on the ungrounded cable. The patient was reported to be stable but may elect for a pump exchange due to suspected internal driveline damage. No additional information was provided.